Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "continuous irrigation after the foot pedal is released" (free or unrestricted flow). The facility biomedical engineer reported, continuous irrigation after the foot pedal is released, during one case. The surgeon was able to complete the case. The system was switched out to finish the rest of the cases. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the fluidics module. The fluidics module will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).